Manufacturer narrative:
Evaluation could not be performed because the pt retained the device.

Event description:
Surgeon conducted a routine revision of tibial inserts in the right and left knee. Both inserts showed the beginning of delamination.